Event description:
The tip of this device was reported to have fractured during the procedure. No patient injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on 02-sept-2022 of a report from (B)(6) memorial hospital on a viewflex xtra ice device that experienced a tip fracture during a procedure. Innovative health received the device for evaluation on 07-sept-2022. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No injury was reported.